Manufacturer narrative:
Product ID: 8709sc, serial #: (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported that during a pump implant/revision procedure, the company representative was "pulled in" last minute and "things" were not ready. Reportedly, the health care provider was operating and did not realize the need to aspirate the catheter. A 19 minute prime was not done on the back table and there was water in the pump tubing. There was inquiry if there was another solution to prime the pump other than waiting six hours for the old drug to clear. Reportedly it would take another seven hours to clear the water in the tubing. In addition, the health care provider had already tried to aspirate from the catheter access port (cap) of the new pump but could not. This device system delivered baclofen. Additional information has been requested, but was not available as of the date of this report.